Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device was not working properly. During service and evaluation, it was observed that the thread saw coupling, stripped, defective, swing head and clamping screw defect. It was further noted that the device failed pre-test for leakage, saw blade coupling, saw head locking mechanism, falling out protection ring (steel ring), fitting of the lid, function of all modes and response of on/off trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.